Event description:
There was an allegation of questionable a1c-2 tina-quant hemoglobin a1c gen.3 results for 1 patient sample on a cobas 8000 cobas c 502 module. On (B)(6) 2022, the initial hba1c result was 7.7%. The result was reported outside of the laboratory. The physician questioned the result and the sample was repeated. On (B)(6) 2022, the repeat result was 5.5%. The repeat result was deemed correct. The hba1c reagent lot is 67321501 and the expiration date is 30-apr-2024.

Manufacturer narrative:
The field service engineer (fse) found low water fluidics levels for the rinse mechanism and the sample probe rinse. The fse flushed the rinse mechanism, sample probe, and reagent probe with bleach solution, adjusted the gear pump pressure, adjusted the rinse mechanism and sample probe rinse volumes, performed wash reaction parts, and replaced the sample probe. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.